Event description:
It was reported that program c had been working good for about a year prior to the date of this report but all of a sudden it had stopped working for the patient. This had happened around the end of (B)(6) 2014. The patient had been getting such good results with the device in houston. The patient had to have eye surgery in (B)(6) 2014 and was wondering if the eye surgery may have triggered a nerve or something and maybe that was why the device was not up to par. Additional information was requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 37612, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID 3389-40, lot# j0527039v, implanted: (B)(6) 2005, product type: lead; product ID 7438, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient; product ID 7482a95, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 3387-40, lot# j0537615v, implanted: (B)(6) 2005, product type: lead; product ID 37612, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. (B)(4).